Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of the device. Failure (event) observed during analysis. A partial lead with the distal tip measuring 51.3cm was returned for analysis. External insulation abrasion was noted at 39.8-40.8cm and 42.3-43.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 11.4-17.9cm and 35.1-37.5cm from the distal tip. Internal insulation abrasion was noted at 31.7-33.6cm from the distal tip. Internal insulation abrasion under the rv shock coil was noted at 2.6-3.4cm and 5.9-6.7cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the rv shock coil was noted at 4.4-5.2cm from the distal tip. The etfe coating was abraded at this location. Internal insulation abrasion under the rv shock coil was noted at 5.7-6.7cm from the distal tip. The etfe coating of both rv conductors was abraded and the conductors were separated at this location. (B)(6). (B)(4).